Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was entering carbs and the pump does not consistently do what it is supposed to do. Health care professional (endocrinologist) stated it appeared customer only ate 12 times in the last two weeks. Customer's blood glucose level was 239 mg/dl. Bolus wizard settings and bolus history were also reviewed, and there are some boluses that show 0 ch. Customer stated that she entering ch but it is not showing it. A test bolus of 1 ch was ran with a blood glucose level and customer stated that it is showing accurately in the history. Customer was advised to monitor each bolus that she does and to immediately check the bolus history to ensure it is accurate. Customer was told to call back and report any discrepancies immediately. Customer also mentioned having high blood glucose levels but customer declined to troubleshoot. Customer stated that she will call back if she has high blood glucose levels again. No additional information provided.